Manufacturer narrative:
(B)(4). Explant date: product remains implanted. Concomitant medical product: versa-dial modular head with variable offset catalog #: 113044 lot #: 588470, comprehensive primary mini length shoulder stem catalog #: 113631 lot #: 286730, hybrid glenoid base catalog #: 113956 lot #: 937910, pt hybrid glenoid post regenerex porous titanium construct catalog#: pt-113950 lot#: 946850, 1/8 inch drill quick release drill bits catalog #: 32-486265 lot #: 540020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03223, 03224, 03225, 03226, 05073. Review of x-rays determined that the event could not be confirmed. Only a very small osteophyte is noted along the superior margin of the glenoid on the exam from (B)(6) 2011, but is not seen on other time points. No humeral head osteophyte is noted and no erosions are seen from any time points. There is a superior glenoid osteophyte (only seen on (B)(6)2011), but no posterior. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history determined that no further action is required as no trends were identified. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient experienced soreness in the subscapularis, following left total shoulder arthroplasty. The patient was treated with physical therapy to strengthen the subscapularis. The patient¿s condition completely resolved and the patient is doing well.